Event description:
It was reported that the pump found to had defective cassette sensor during testing. There were no patient involvement and harm. This represents a critical component failure. If this event reoccurs during infusion, it will interrupt therapy and potentially impact patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.